Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump would not recognize when an intravenous set was removed. This occurred upon power-up in the biomed service department. There was no patient involvement. No additional information is available.